Event description:
It was reported that the implantable pulse generator (ipg) implant detect was turned off prior to use, resulting in a premature battery depletion. The ipg was not used for implant. There was no patient involvement.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.